Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experiences elevated blood glucose (bg) levels in the 200s (mg/dl). The customer stated this happens when they reach the last 10 units of the cartridge since beginning to use the pump. The customer declined to provide further information or perform troubleshooting with tandem technical support.